Event description:
Pt is elderly male with history of coronary artery disease who got admitted with chest pain and was referred for diagnostic coronary angiography. During the procedure, a turnpike spiral microcatheter was inserted in the patient's coronary artery, when the tip of the catheter broke off. The tip became lodged in the artery, and the microcatheter was removed. Subsequent imaging showed that the tip had become lodged in a place that was not detrimental or occlusive to the patient's coronary artery.